Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional event information received on (B)(6) 2024 indicated that they were able to move and torque the devices. There was no evidence of physical material within the devices. No excessive force was used with the devices. The target vessel/site was the c7 segment of left internal carotid artery. There were no procedural delays due to the event. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a thrombectomy case, access was established, and a prowler select plus 150/5cm microcatheter (606s255x, unknown lot) was placed in target site. The embotrap ii 5x21 revascularization device (et007521, 20j054av) became impeded in the microcatheter (mc) and could not pass through the microcatheter. The physician removed the envoy da, 6f, 105cm, mpd guide catheter (67125805d, 31087668), microcatheter and stent from the patient and switched other brand devices to complete the surgery. There guide catheter tip was found to be compressed/flat. There was no patient injury reported.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section d4. Lot: the lot number was not reported. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3011370111-2024-00003 .